Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the transmitter died within three (3) months of use. No additional patient or event information is available. No product or data was provided for evaluation. The reported event could not be confirmed. A root cause cannot be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. A visual inspection was performed and no defects were found. A voltage test was performed and the transmitter has no voltage. A review of the shared data log observed a low battery alert. The customer complaint was confirmed. A root cause could not be determined.